Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted. Reportedly, the infection resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient was experiencing an infection at the ipg site. As a result, surgical intervention may be pending to address the issue at a later date.